Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) spoke to the lay user/patient's wife for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient's wife informed the mss that the patient's testing frequency is 4 times daily and manages his diabetes with insulins (lantus and apidra). The wife confirmed the patient takes 30-40 units of lantus in the evening and 15 units of apidra when readings are below "120 mg/dl" before each meal. The wife reported the alleged issue began on (B)(6) 2011 at 5:30pm. The patient's wife reported blood glucose results of "130 mg/dl" with the subject meter and "79 mg/dl" on another meter (ems meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The wife confirmed no action was taken regarding the patient's diabetes regimen after the alleged issue began. Prior to the alleged issue, the patient's wife stated the patient had tested his blood glucose level on the subject meter (result not known) and administered 15 units of insulin base on the reading before his meal. At an unknown time later, the wife stated the patient was feeling cold sweats, disoriented, and confused; which she confirmed and clarified as low blood sugar symptoms. Due to the symptoms, the wife stated she tested the patient's blood glucose several times on the subject meter with results ranging from "130-150 mg/dl". The wife stated since the results were not correlating with how the patient was feeling, she gave the patient glucose tablet and food to eat, and then contacted emergency medical service (ems) for assistance. According to the wife, when the ems arrived that evening, the patient obtained the reading of "79 mg/dl" with their meter and was then administered glucose gel. Within an hour later, the wife stated the patient felt better. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the patient process for testing was correct, and the results obtained were from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims the patient obtained an inaccurate high reading on the subject meter, developed symptoms suggestive of severe hypoglycemia, and reportedly received medical intervention from a health care professional (hcp) after the reported issue began.